Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into an off-label insertion site. On (B)(6) 2026, upon removal of the sensor patch, the patient observed that a portion of the sensor wire remained in her skin. She attempted to remove the wire using her fingernails but was unsuccessful. The area became red. On (B)(6) 2026, the patient sought evaluation from her primary care physician, where an ultrasound was performed and confirmed that the wire was embedded in the muscle. The patient was referred to a surgeon and was evaluated on (B)(6) 2026. A minor surgical procedure was scheduled for (B)(6) 2026 to remove the retained wire. Dexcom technical support made multiple attempts to follow up with the patient to obtain additional details regarding the surgical intervention; however, contact was unsuccessful. At the time of reporting, the patient stated she felt improved, though the area remained painful to touch. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.